Event description:
The customer stated the device displayed a result of 99 before the customer applied blood. No controls had recently been run. There was no treatment based on the result. No controls were in use. A request was made for the return of the suspect device and replacement proudct was sent.